Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had leaked before patient use. The device had been filled with fluorouracil 2300mg in sodium chloride 0.9%. While unpacking the device for labeling, the operator noticed dried residue "around the top neck" of the folfusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: february 22, 2018 - february 23, 2018. The device was received for evaluation containing approximately 120 ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye revealed a dried white drug residue around the area of the tubing. No leak was observed. Functional testing was performed by filling the device bladder with green colored water and monitored until the next day. No evidence of a leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should relevant information become available, a supplemental report will be submitted.